Event description:
It was reported that the patient presented for lead replacement procedure. During procedure, the low impedance and noise was noted on the atrial lead. The atrial lead was capped on (B)(6) 2025, and a new lead was implanted. The patient was stable throughout the procedure.